Event description:
A sensation plus 50cc iab was inserted into the femoral artery during CPR, but would not pass through the provided 8fr sheath. A second sensation plus iab was attempted through the second provided 8fr sheath but again would not pass. A 9fr sheath was inserted and the sensation plus passed through it and therapy was initiated. It was reported that the patient expired, however, it was not attributed to the device. Related to MFR #2248146-2014-00230.

Manufacturer narrative:
The device was not returned for evaluation, therefore, the complaint could not be confirmed. Since the device information was also not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots and no non-conformities were found that are considered to be related to the event. Internal complaint #(B)(4).